Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set disconnected and subsequently leaked. During methotrexate infusion, ¿the uppermost y-site on the primary tubing (where you attach the secondary tubing after the roller clamp) failed, with the integrated clave falling off, and leaving the primary tubing open to the environment¿. It was further described as ¿the bonding mater that connects the y-site was not sealed and appeared open¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.